Manufacturer narrative:
A review of the pump's history indicated on 2/12/1997 at 09:06a.m. The pump was programmed with a concentration of 10mg/ml, to infuse at a rate of 8mg/hr. The pump infused for 27 hours and was then powered off. The pump continued to be used until 4/27/1997 when it was returned for testing. An infusion test ran within specifications and without any alarms.

Event description:
Overdelivery reported. The pump was set to infuse dilaudid in a 10mg/ml concentration at a continuous rate of 8mg/hr and a container size of 84ml. When the display indicated 74ml delivered, a home care nurse noted the container was empty and there was air in the tubing down to the filter, which remained full. No alarms occurred. The pt had no signs or symptoms of dilaudid overdelivery. No adverse effects were reported.